Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) performed preventive maintenance and replaced the seals. The customer has not complained of any further issues. The service maintenance actions resolved the issue. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 8000 ise 1800 module. The initial result was 146.5 mmol/l. The repeat result was 139.7 mmol/l.